Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that the device stopped working. The aus was explanted and replaced. There were no further patient complications.